Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The emboshield embolic protection device was used during a stenting procedure. The physician attempted to remove the emboshield with the retrieval catheter, but the retrieval catheter was unable to cross the stented lesion. A second emboshield package was opened and the retrieval catheter was used in an attempt to retrieve the emboshield embolic protection device. This attempt was also unsuccessful. A shuttle sheath was used to remove the emboshield. This report represents the second retrieval catheter used.